Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported uncommanded bolus. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
A patient reports their personal diabetes manager (pdm) had delivered an uncommanded bolus. The patient reports while at a scheduled doctors appointment they were advised by their doctor that their pdm had delivered an uncommanded bolus resulting in the patients glucose level dropping ot below 70 mg/dl.